Event description:
The customer reported the mobile unit monitors went black during fluoro. A pt was involved but they were able to finish the case without injury.

Manufacturer narrative:
The service rep couldn't duplicate the problem. The system operates as intended.